Manufacturer narrative:
Implant loss is known to occur, considered in the rmt and communicated in the IFU. There are no indications that the occured is a result of manufacturing or component failure.

Event description:
Implant loss.